Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide catheter: heartrail jl4 6f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the mid left anterior descending artery with no tortuosity, heavy calcification and 99% stenosis. A 3.25x15 mm nc traveler balloon dilatation catheter (bdc) was advanced without resistance to the lesion for pre-dilatation and was dilated then removed from the anatomy. Intravascular ultrasound was performed and the bdc was re-advanced without resistance to the lesion; however, during the second dilatation the balloon ruptured at 10 atmospheres when inflated for 20 seconds. The bdc was removed from the patient anatomy without resistance. No additional pre-dilatation was performed and the procedure was successfully completed after a xience alpine stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.